Manufacturer narrative:
Correction: g2 section PMA / 510(k) updated. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that during procedure while attempting to stimulate with the probe, the system did not record any response. The procedure was successfully completed and no injuries or effects were reported. After a thorough check and inspection, no faults were found in the device. From the investigations and discussions with the surgeons, it was determined that the cause of the anomaly was due to incorrect use of the system and/or the single-use consumable. Therefore, the device is functioning perfectly and no malfunctions were detected. The console working properly with other emg tube and probe. The tube had a diameter that was too small compared to the patient¿s trachea; therefore, the electrodes were not in perfect contact with the vocal cords. They were able to complete the procedure. No issues were detected with the system.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the nim console was malfunctioning. While attempting to stimulate with the probe, the system did not record any response. The procedure was successfully completed and no injuries or effects were reported.